Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that occlusion was noted when the physician attempted to cap the rv lead. The revision was rescheduled. Further high rv threshold were recorded. The rv lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.